Manufacturer narrative:
Date received by MFR: 30-oct-2018. This is a duplicate report of MFR report #:2031642-2018-01396. Please see MFR report #:2031642-2018-01396 for all information regarding this reported event.

Manufacturer narrative:
Date of report: 11oct2018. Date of manufacturer: 05oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower, power switch overlay and power management board to address the reported issue.

Manufacturer narrative:
(B)(6) 2018 serial number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not ventilate. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.